Event description:
This is an initial/final report. The following report was received from the field: during a coronary intervention the cypher's stent delivery system failed to cross the target lesion and the struts were damaged. The product was clinically used. There were no reported patient complications.

Manufacturer narrative:
During attempts to treat an unknown lesion in an unidentified patient, the account reports that the device could not be placed at the target site. Upon removal, the device was reported to have strut damage. Inspection of the returned product revealed proximal strut uplift. Additional information was requested, but was not forthcoming. Based on the limited details, it is not possible to determine what factors may have contributed to the stent damage. The product was returned for analysis. The customer's complaint for struts uplifted was confirmed. The stent delivery system presented uplifted bent stent struts at the proximal end. The exact cause for the reported stent damage could not be determined. However, the condition of the sample suggests that possibly an attempt was made to withdraw the stent back through the tip of the guiding catheter. The device lot history review revealed that the lot met quality requirements for product acceptance. Any additional information will be submitted within 30 days of receipt.